Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what is the surgeon's standard protocol for pre, intra and post-operative IV fluids? What if any was the additional treatment the readmitted patient received? What is the surgeon¿s experience with slr? What evidence has the doctor provided to suggest that these patients may have had more inflammation than normal? Were any scans or testing done to show the inflammation or were abnormal lab values noted that would be indicative of inflammation? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to the sleeve gastrectomy procedure, that the patient has experienced post-op dehydration that required IV fluids. They were readmitted for care. The doctor explained that the dehydration was due to more inflammation.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2022. Additional information received: I¿ve reached out to the surgeon for more information multiple times but he did not provide any additional information. Also, the or manager and chief of surgery were not aware of these patient incidents and could not provide further information either. However, I do know that the surgeon used ethicon staple line reinforcement from (B)(6) 2020- (B)(6) 2021 without any of the issues that he reported (B)(6) 2022. I will be sure to share any additional information as it becomes available.